Manufacturer narrative:
(B)(4). Drivers, wedge sleds. The analysis results showed that one tr35w reload was returned with cartridge deck damaged, with the right side fully fired and with the left side partially fired. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Can you please clarify which row of the staple lines on each side did not form? Refer to the image. - was it the entire line or only a portion? Refer to the image. (1) - on what tissue type was the device used? At what location on the tissue? Right superior pulmonary vein. - was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. - on which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd firing - what other color cartridges were used before and after this event? No, he used tr35w only. - was buttressing material utilized? If so, which product? No. - was the instrument fired across or near an existing staple line or clip? No. - were any unexpected noises heard? If so, when? No. - were any of the forces higher or lower than expected (closing, firing, or opening)? Firing force was higher than usual. - after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, the body operated normally. - was there any difficulty removing the device from the tissue? There was not. - was proximal and distal control in place for the firing(s)? Proximal control. - how is the patient currently? He was completely restored in health and left hospital at the beginning of this month. - is the patient expected to have a full recovery? Yes. - patient's preexisting conditions? There was not something special. - patient's age, sex and weight? (B)(6), male and (B)(6)" a photograph was received for evaluation. 1. When we see a cartridge deck that shows drivers up on one side and only a portion of the drivers up on the other. This is an indicator the device encountered an increased force to fire great enough to cause a component called a wedge band to jump off of the sled that it pushes down the cartridge. The sled is the component that in turn pushes the staple drivers up deploying staples. 2. We refer to the above event as wedge band by pass. Firing over a hard object is the most common cause and typically can be identified by the presence of cartridge deck damage. Since there are two individually functioning wedge bands we tend to see only one of the wedge bands by passing its sled. Hence only the staple on the opposite side of the by-pass get completely deployed. 3. Additionally, the hard object is captured inadvertently on one side making it harder to observe prior to firing. Most common hard object that gets captured between the jaws is a previously place metal clip. Conclusion: based on the event description; notes and photographic evidence believe the complication was the result of the device being inadvertently fired over a hard object.

Event description:
It was reported that during a vats lobectomy procedure, when the surgeon used this cartridge to pulmonary vein division under vats lobectomy, one side of both staples line on the cartridge never formed the staple line. After all, the patient was operated to open surgery by bleeding. Surgery was prolonged thirty minutes. Another like device was used to complete the procedure.